Event description:
Indication: common variable immunodeficiency, unspecified; non-familiar hypogammaglobulinemia. Pt reports of the following: infusions seems to take longer. Total infusion time can vary by 1 to 2.5 hours. He feels that the pump stops. Pharmacy replacing pump. Serial number of pump and not provided. Maintenance due date unknown. No interruption to therapy, missed doses or adverse events reported due to product issue. Pump associated with event available for return. No further into. Reported to (B)(6) by patient/caregiver.